Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment and further noted the failure of power management board (pmb). The pmb was replaced and the machine was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-operative checkup, there was an error message "no battery backup" on the screen. There was no patient involvement.